Event description:
The guiding catheter broke off inside patient while torquing. There was no patient injury. No additional information was available. The product was clinically used and was discarded. The product is not available for return and analysis. The scrub assistant that reported the event no longer works at this facility. Multiple attempts to obtain additional information from both the reporter (at a new contact number) and the user facility have been unsuccessful.